Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at home and went to the garage, where a sudden loss of consciousness occurred. The patient reported no preceding symptoms and was unsure of the cause or duration of the episode. No cgm readings were recalled at the time of the event. Upon regaining consciousness, the patient sat down and observed the cgm displaying ¿low¿ without a numeric value. Despite the absence of symptoms, the patient consumed soda. The cgm continued to display ¿low,¿ prompting a fingerstick blood glucose (fsbg) measurement of 106 mg/dl. The patient reported back pain, believed to be related to the fall associated with the loss of consciousness. Later, on the same day, the patient received another cgm low alert with a reading of 52 mg/dl and self-treated with glucose tablets. No confirmatory fsbg measurement was obtained at that time. Approximately 30 minutes later, the sensor entered a brief sensor issue state and subsequently failed. The patient did not seek medical evaluation and reported feeling well at the time of the report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.